Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced vaginal bleeding, exposed vaginal mesh. And mild incontinence after prior bone anchor sling in suburethral injection. A cystoscopy was performed and transvaginal removal of exposed mesh as the vaginal apex and posterior vaginal wall along with ethibond sutures, under general anesthesia. Entire mesh was removed and measured about 2 x 3 cm.